Event description:
During a high pressure injection, the connection came loose on the high pressure contrast injection tube and sparyed contrast. There was no pt or clinician harm or injury as a result of this event. This report represents the first of four incidents reported at the same time to merit medical systems by the same hosp. The hosp could not provide details about the four events.